Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion and a pericardiocentesis was performed. After completing the procedure, without any complications, upon withdrawal of the farawave pulsed field ablation catheter, an effusion was observed via intracardiac echocardiography (ice). The effusion was not present at the beginning of the procedure. The patient experienced low blood pressure for most of the procedure, with readings around 85-65 mmhg. To manage this, phenylephrine was administered continuously throughout the procedure. After monitoring the patient for approximately ten minutes after discovering the effusion, the physician decided to perform a pericardiocentesis, and pulled approximately 300ccs of blood from the pericardial space. The patients blood pressure went up after the pericardiocentesis and the patient was admitted to the intensive care unit with the pump still in for monitoring. Additionally, the catheter was in the left atrium for approximately 22 minutes during the active ablation part of the procedure, which had completed when the effusion was noticed. The catheter is not expected to return as it was disposed therefore, the lot number is not available.